Manufacturer narrative:
Concomitant products: ddbb1d4 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counters (sic). Non-physiologic noise was noted but was unable to be reproduced with exercises/isometrics. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.